Manufacturer narrative:
Section d4: additional information; section d10: additional information; section h3: correction; section h4: additional information. Incidental findings: expired backup battery and driveline fault. Manufacturer's investigation conclusion: the reported lcd faults were confirmed via log file analysis and product testing. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis and log files were downloaded (96150858.log and 97221015.log). The downloaded log files spanned approximately 53 days (13apr2020 ¿ 03jun2020, 15jun2020-16jun2020 per timestamp). Events occurring past 03jun2020 are from testing at abbott. Beginning on 21may2020 at 11:09:26 there were lcd faults that continued intermittently until the end of the log file. These alarms triggered replace controller alarms that continued intermittently until the end of the log file. There were no other notable alarms in the log file related to the reported event. The heartmate ii system controller passed preliminary and functional testing with no issue with pump operation. The pump was able to maintain function for an extended period. The root cause of the reported lcd faults was not conclusively determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the reported replace controller alarms were confirmed via log file analysis. The reported event of the patient not being able to see their pump parameters was not confirmed. The heartmate ii system controller (serial #: (B)(6)) was returned for analysis and log files were downloaded. The downloaded log files spanned approximately 53 days (13apr2020 ¿ 03jun2020, 15jun2020-16jun2020 per timestamp). Events occurring past 03jun2020 are from testing at abbott. Beginning on (B)(6) 2020 at 11:09:26 there were lcd faults that continued intermittently until the end of the log file. These alarms triggered replace controller alarms that continued intermittently until the end of the log file. There were no other notable alarms in the log file related to the reported event. The heartmate ii system controller passed preliminary and functional testing with no issue with pump operation. The pump was placed in a mock loop and was able to maintain function for an extended period. The root causes of the reported events were unable to be conclusively determined. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ provides instructions on how to properly switch between power sources and to not use expired batteries. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including lcd fault alarms and backup battery fault alarms due to an expired battery. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ addresses how to properly maintain the system controller to avoid driveline faults. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses the user to not operate a controller using an expired 11v backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-02914. It was reported that the patient's primary controller had a controller fault alarm. The patient could not complete a self test or look at pump parameters. He prepared to change his controller the back up controller had a controller fault alarm when he connected it to power. The patient presented to clinic for new controllers. Both faulted controllers were replaced in clinic and once the controllers were exchanged the alarms resolved.